Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent aortic arch repair procedure on an unknown date and suture was used. During routine use, the suture deswaged and came off in the middle of running a suture line during aortic arch replacement. There were no adverse patient consequences reported.